Event description:
The manufacturer received information alleging the trilogy 202 ventilator would not switch on. No injury or harm was reported. Evaluation by a field service engineer confirmed the reported issue. Investigation revealed the power cord on the unit was faulty accounting for the device not powering on. The power cord was replaced to address the issue, and the device was handed back to the customer in good working order.